Manufacturer narrative:
(B)(4). Yoke. The analysis results found that the (B)(4) device was received with the clamping mechanism damaged and with a cartridge present in the device. The reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged. Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vats thoracotomy procedure at the first firing the surgeon stated that the device did not feel right and the device was not fired. Another device was used to complete the case with no patient consequence.